Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an in clinic bilateral hip injection, upon using the abs-10063 angel cprp processing kit the blood continued to clot during the first cycle. The rep used a needle and pressure to break up the clot to allow the blood to go through. During the second cycle, the tubing of the kit popped, and blood leaked out outside of the tubing onto the machine. The surgical staff cleaned and disinfected the machine by using sterile wipes. The injection could not be completed, and the patient was rescheduled. The kit was discarded and will not be returning for evaluation. There are no available pictures of the malfunctioning kit.